Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture present in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/05/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: due to continued use of the device, the black box data for the date of the complaint had been overwritten. A review of the current black box showed no intermittent power events. The pump powered on with the returned battery cap; the cap was able to fully tighten and measured within specifications. The battery compartment was intact with no evidence of moisture contamination observed inside. The pump was exercised for 24 hours with the returned battery cap with no reboots, loss of power or call service alarms duplicated. Unrelated to the original complaint, the pump case was cracked near the display and the display was dim and discolored. A leak test was performed and confirmed a leak at the crack in the pump case. The pump case was removed and there was no evidence of moisture or contamination inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.